Event description:
Customer reported the buttons on the insulin pump were not working. Customer's blood glucose was 128 mg/dl. Customer reported the device did alarm button error previously, and now the buttons are not working, they have been working on and off. Customer reported it has been raining pretty heavily and it is possible the device was exposed to moisture as a significant event that may have cause the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot. No moisture damage was noted inside of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.